Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. A leak test was performed and a leak was identified in the battery compartment and at the damaged pump cover between corner of the lens and case seal. The pump cover was opened and moisture was found inside throughout the pump, on the display, in the battery compartment, and on all boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked with moisture inside. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.